Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed force sensor. No patient injury reported.

Manufacturer narrative:
Other text: additional information is provided in h.6. Functional testing found the force sensor was out of specifications. The force sensor and plunger cable were not operating as intended. The cause for this event is unknown. As a result, the force sensor was replaced and preventive maintenance was performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was last serviced in january 2022 and there was no indication of a service issue during the investigation. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).